Event description:
It was reported that patient presented in clinic for right ventricular (rv) lead implant. During procedure, it was noted that the helix of the rv lead failed to extend. The lead was not implanted, and another was implanted on (B)(6) 2025. Patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood and tissue. X-ray examination found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood and tissue in the helix region and over torqued of the inner coil.